Event description:
Customer reports undosed result of lo on the active system. No actions taken based on device result. No adverse event reported. The customer did not provide location where the discrepant result was obtained. Requested return of suspect device and replacement was sent.